Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the customer¿s biomed technician put an empty helium tank in the iabp by mistake. The customer cancelled the service call and said that there was no leak in the iabp.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium issue. No additional information available in reference to circumstance of occurrence. However, there was no patient involvement. No adverse event reported.